Event description:
A caller reported experiencing a recurring issue with a leaking insulin cartridge, with a total of 18 incidents occurring over a bit more than a year. There was no adverse impact on the customer's blood glucose level. The caller managed to change the cartridge and successfully resume insulin therapy, although the cartridge was unavailable for return merchandise authorization (RMA).